Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The customer reported, "the filter cannot be removed; it will be taken out after being transferred to a higher-level hospital."

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, the customer indicated the sample was available for return. Several attempts were made to have the sample returned. Unfortunately, no samples have been returned for evaluation. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review. Without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. .